Event description:
Lp vena tech filter placed in infrarenal ivc on (B)(6) 2012, without incident. Discharged home on (B)(6) 2012, with plan to return for elective cervical spine surgery in the future. Pt presented to (B)(6) ed with abdominal pain, diaphoresis and sob after participating in cardiac rehab. Upon arrival to ER pt was hypotensive with sbp in 70's and troponin of 1.1. He was started on dopamine and airlifted to (B)(6) with concern of mi vs pe. Upon arrival to (B)(6) ed pt profoundly hypotensive in spite of escalating dobutamine support and started on levophed. EKG showed right heart strain, pt sent for pe protocol CT scan that demonstrated saddle embolus with multiple bilateral pulmonary emboli involving all the segment and subsegmental branch of the right and left lung. Inferior vena cava thrombus extending from the intrahepatic inferior vena cava to the infrarenal inferior vena cava. Thrombus extends into the right renal vein. Taken to operating room immediately for planned pulmonary thrombectomy. Procedure canceled after arrival to operating room. Pt transferred to cardiothroracic ICU. Arrived in cticu intubated, sedated and hemodynamically unstable requiring high dose pressors. Next morning he was relatively stable, having come down on pressor support. Per nursing staff, pt tolerated waking trial and followed simple commands and then was re-sedated. After discussion with surgical team, radiologic and hematologic teams, decision was made to scan pt from head to toe to evaluate for intracranial bleed and for clot burden resolution. In CT scanned, pt coded and ICU team responded immediately along with the hosp code team. He was hypoxic with saturations in the 60's and hypotensive with map's in the 50's. Several rounds of epinephrine and norepinephrine and bicarbonate were given. Pt was manually ventilated and after several minutes, placed on ventilator in radiology dept. With downtrending saturations and downtrending blood pressure and failure to respond to vasopressors and inotropes, chest compressions commenced. Good chest compressions and blood pressure during chest compression, but rhythm degraded to fibrillation and pt cardioverted.